Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 5 failed to recover. As per part investigation, it was determined that there was thermal damage observed on the assy cable pyxibus 6 drawer. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. Case: (B)(4) multiple cubies failed to recover in drawer 5.2. Requires maintenance. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 24jun2021 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of the drawer 5 failure was confirmed during fse testing and verification of thermal damage was subsequently confirmed during dchu investigation process. According to work order (B)(4), the field service engineer (fse) reported that main drawer 5 had a recovery error. Upon inspecting the rear of drawer 5, the fse found that the bus cable had a cut, then the cable was replaced and the unit was tested successfully. Finally, all rear connections were reseated, row boards a and b were swapped for verification and the fse tested via recovery process. During dchu visual inspection p/n 120547-01: the assy cbl pyxibus 6 drawer was received and visual inspection revealed a cut on the cable insulation. A closer inspection was performed using stereo microscope mantis pixo (ID: (B)(4), no calibration required) which showed exposed copper strand and thermal damage marks. During dchu testing p/n 120547-01: no further testing was required due to the observed exposed copper strands and the exhibited thermal damage marks. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).